Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 149 mg/dl. Troubleshooting was performed but customer stated there was greater than normal resistance when attempting a plunger push. Customer reported that the insulin does not exit. It was explained that the alarm was caused by the set/reservoir connection. Customer stated that she was using saline. Customer was advised to change the infusion set and reservoir. Customer stated that she just wants to change the sets. Customer also stated that she received a low reservoir alert. No further details provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.